Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Electrical problems were noted to the subject device. Reportedly during a follow up performed on (B)(6) 2013 high ventricular impedances were identified. The patient was hospitalized on the next day. When the pacemaker was interrogated the following issues were confirmed relative to the ventricle: high impedances, ineffective pacing with both polarities, and efficient sensing in bipolar mode only (approx, 13 mv). No irregularities were noted to system by x-ray inspection. A pacemaker revision was performed on (B)(6) 2013: no anomalies were noted while testing the v lead; nevertheless, the device was replaced. Reportedly high impedance was also observed one month after implant, but it was not reproducible during that follow up.